Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that no pump history from the time of the event was available due to continued patient use. No power issues were observed in the available pump history. No damage was observed to the battery compartment or cap. The pump was exercised for 24 hours without power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient reported that the pump started to beep and vibrate after changing the infusion site and infusion set. There were no associated alarms in the pump history. The patient replaced the battery and completed ezprime steps. There were no associated alarms in the pump history. Based on the information provided was possible that the pump was rebooting without user intervention. There was no reported patient impact associated with this complaint.